Event description:
It was reported that the patient experienced unspecified reasons spectra penile prosthesis (spp). The spp system was explanted and a new 16cm x 12mm spp was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.